Event description:
On an unknown date in 2013, a 23 mm trifecta valve was implanted. On (B)(4) 2019, the valve was explanted due to stenosis and was replaced with a 21 mm abbott mechanical heart valve masters hp (sn: unknown). Upon explant, calcification was observed on the valve.

Manufacturer narrative:
The calcification seen at explant was confirmed. All three leaflets contained calcifications and had fibrous thickening. There were tears present in leaflets 1 and 3. There was fibrous pannus ingrowth on the outflow surface of leaflet 1 and 2 and circumferential pannus on the inflow surface which narrowed the inflow diameter and extended onto all three leaflets. Tissue was removed from the free edge of leaflet 2. No inflammation was present. The cause of the tears could not be conclusively determined, however, they were associated with calcified nodules.